Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customers father reported via phone call that their son had experienced diabetic ketoacidosis. The customer¿s blood glucose level was 300 mg/dl at the time of incident. The was advised to change and return the infusion set. The insulin pump will not be returned for analysis.